Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided for evaluation. Bd received four used insyte autoguard bc 22ga catheter/adapter assemblies and an opened empty package from material number 381023, lot number 8298609. Traces of lubricant (non-foreign) were observed on the shaft of the catheter tubing along with attached fibers. The reported issue was confirmed. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. The non-foreign matter (tipping lube) observed for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. The material source for the fibers observed is unknown. Due to the packaging being opened, we were unable to determine if the fibers were manufacturing related or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a defective catheter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip damaged. Catheter tip and catheter surface is not smooth." 4 occurrences were reported. The dates/times were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip damaged. Catheter tip and catheter surface is not smooth." 4 occurrences were reported. The dates/times were not given.